Event description:
A physician reported that two small reflective specks of metal piece were seen in the patient¿s eye, it was determined that the retractable vitrector broke off during the procedure and it¿s pieces remained in the eye. Additional information has been requested, none has been received yet.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. No lot number was identified, with this complaint. Therefore, a device history record review could not be conducted. A photo attached to the parent complaint was reviewed by the investigation site. The photo appears to be console screen. However, no information can be distinguished on the photo. Therefore, the reported event cannot be confirmed, on the photo attached to the parent complaint. A sample was not received, at the manufacturing site. And no lot information was provided. Therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined, with the information obtained. Therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).